Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was returned for evaluation. A review was conducted of all applicable material records, manufacturing records, storage records, and distribution records according to the descriptions of the product used with the concomitant device. All records revealed all product lots were manufactured within specifications. The instrument was evaluated and found the threads of the tower reducer were binding. Surgical lubricant was applied, and the instrument is now traveling smoothly through its range of motion. It is possible there was a misalignment of the tab connection of the screw head to the tower reducer. The misalignment would cause the tower reducer to bind as it is being tightened, and continued tightening may have caused the reducer to freeze up as reported. The exact cause however cannot be determined.

Event description:
During the surgery the creo amp reducer became stuck on the screw head when the cap was inserted. In order to remove the screw, the surgeon inserted a small rod and rotated the rod to back out the screw. During this process, the patient's pedicle was damaged.